Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: d4 (lot), d9. Corrected: d4 (primary UDI number). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that there was tfna cut-through. The patient required revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the implant shows evidence of normal wear from manipulation during surgical procedure. Without x-ray evidence provided, it is not possible to confirm migration had occurred. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. (B)(6) 2025: part number: 04.038m400sp. Lot number: 54964p5. Part manufacture date: 20-feb-2025. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 100mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Elmira ships this product to monument as part number 04.038m400sp. Monument performs the sterile processing of this part changing the part number to 04.038.400s. Monument will need to perform the DHR review for the monument operations. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 20-mar-2025 expiration date: 01-mar-2035 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 57301p6 (sterile) lot quantity: (B)(4) nonconformance noted: n/a review of the DHR file: fenestrated helical blade was manufactured by elmira; lot number 54964p5 qty 96. Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and was determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 57301p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review (B)(4) 30-sep-2025: this lot met all dimensional, visual, and packaging criteria at the time of release from elmira with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.